Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. However, patient factors might have contributed to the event, including the patient's advanced age (71) and comorbidities (history of aortic stenosis, hypertension, hyperlipidemia, diabetes mellitus) and progression of the patient's disease process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years and 5 months post transfemoral tavr procedure with a 26mm sapien 3 valve in the native aortic position, the valve failed due to stenosis. According to information provided by the valve clinic coordinator (vcc), there was "thickening of the bioprosthetic leaflets and severely reduced bioprosthetic leaflet motion. Doppler is consistent with severe prosthetic stenosis. Peak velocity 5.4 m/s, mean gradient 87 mmhg. There is overall trivial prosthetic aortic regurgitation." The echocardiogram also reported leaflets are severely calcified with reduced motion. Per the vcc, the patient is currently not very physically active due to ble (bilateral lower extremities) weakness. The patient reports class ii-iii nyha heart failure symptoms: dyspnea on minimal exertion, edema to bilateral lower extremities and orthopnea. The symptoms improved since lasix dose was increased at discharge after recent admission. Action planned includes "aortic valve replacement with tissue valve, tavr explant (transcatheter aortic valve replacement), and possible aortic root enlargement." According to medical records, "a CT performed 6 years and 5 months s/p [status post] tavr reported substantial bioprosthetic leaflet calcifications" with immobile leaflets and no halt (hypoattenuated leaflet thickening) observed.

Event description:
Additional information provided through edwards lifesciences implant patient registry (ipr): the sapien 3 valve was explanted and a 27mm surgical valve was implanted in the aortic position.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information per the edwards lifesciences implant patient registry (ipr). Sections b4, b5, g3, g6 and h2 have been updated.